Event description:
Approximately one month after hvad implantation, the patient developed leg numbness, dizziness, and bowel incontinence, and was admitted to the hospital. The patient's bowel incontinence was noted to have resolved about one week later, and his balance and numbness were also improved.

Manufacturer narrative:
Attempts to obtain additional information from the site have been unsuccessful to date. The product will not be returned for evaluation, but evaluation is ongoing.. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. Clinical factors may have contributed to the reported event. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect.